Event description:
It was reported that during an ipsilateral superficial femoral artery procedure, the stent jammed on an accordianed tip of the delivery catheter and wouldn't deploy a competitor's device was used to complete the procedure with no pt injury or further complications.